Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during induction testing of this subcutaneous implantable cardioverter defibrillator (s-ICD) the patient experienced a period of asystole lasting approximately 29 seconds following two post-shock paced beats. Cardiopulmonary resuscitation was performed until the patient's intrinsic rhythm recovered. At the time of testing the s-ICD was programmed to secondary sensing vector as some instances of oversensing were observed in alternate during setup. Upon discussion with boston scientific technical services (ts) it was noted that the device switches to alternate vector during post-shock pacing which may have resulted in oversensing and inhibition of pacing though it could not be confirmed with available data. No additional adverse patient effects were reported. This system remains in service and no further action is currently planned by the physician.